Manufacturer narrative:
Implant dates, manufacturing dates and expiration dates of both 3156 quattrode leads are unknown at this time. Additional information has been requested. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2017-08273, reference MFR. Report: 1627487-2017-08274. It was reported the patient¿s leads showed high impedance during an ipg replacement. Physician attempted to re-position the leads multiple times, but leads continued to show high impedance on most contacts. As a result, the physician chose to replace two leads with two new models. Effective therapy was restored post-op. Note: since it is unknown which leads were explanted all possible leads are being reported.